Event description:
It was reported, the patient¿s pump alarm was going off as the patient could not find a healthcare provider (hcp) and the pump needed to be filled. The patient started hearing a one-tone alarm on (B)(6) 2013, and the two-tone as of (B)(6) 2013. The patient indicated going to the hospital for 6 hours on (B)(6) 2013 and then going to another hospital 2 days later, at which time the pump was interrogated indicating that they was 0.70ml left in reserve. The patient was in the ICU for monitoring on the second hospital visit, as the patient had ¿chest pains and everything¿. The patient reported being in so much pain and going through withdrawals at the time, which started on (B)(6) 2013. The patient indicated that none of the hcp¿s could refill the pump in the hospital. The patient was previously on 144.85mcg/day of lioresal via the pump and was now taking oral baclofen.

Event description:
It was later reported that the patient was still having difficulty finding a healthcare provider (hcp) to fill her pump. Since (B)(6), the patient had been hearing a two-tone alarm. For about a week, the patient heard that alarm every few minutes.

Event description:
It was later reported that the patient had a return of symptoms. The patient¿s spasticity got worse, which was expected, as the pump had been empty and alarming since (B)(6) 2013-05-20. The patient was last refilled on (B)(6) 2013-01-09. She then moved and did not seek any follow-up care until the date of this report. The reporter wanted to know if the pump could still be used. The pump logs were normal. It was noted that the patient also used a personal therapy manager (ptm).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8709sc lot# serial# (B)(4), implanted: 2010 (B)(6); product type catheter product ID: 8590-1 lot# n254904, implanted: 2010 (B)(6); product type accessory. (B)(6).